Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, review of the alarm log and functional testing were performed. The broken door was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.